Event description:
On (B)(6)/2022, it was reported that this patient on peritoneal dialysis (pd) had an infection which caused the consistency of the pd effluent to effect being able to pass through the fresenius cassettes. There were no reported allegations that the peritonitis event was caused by an issue with fresenius products. An additional call, home program manager in the patient¿s associated clinic confirmed the patient was experiencing symptoms of thick cloudy pd effluent which was causing drain issues from the fresenius cassette. It was reported the clinic was not informed of the patient¿s symptoms. Subsequently, on (B)(6) 2022, the patient was hospitalized with fever. It was stated the patient had pd culture obtained in the hospital which was indicative of peritonitis (results not available). The patient was initiated on intra-peritoneal (ip) antibiotic treatment with vancomycin and ceftazidime (dose not provided) and on 12/apr/2022 the patient was discharged from the hospital. The home program manager stated the patient is continuing pd treatments with the same fresenius cycler with fresenius cassettes without any further reported drain issues. The patient is recovering from the peritonitis, per the home program manager. It was confirmed the patient did not have any issues with fresenius device, or product in relation to the event. The home program manager stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange and the patient received re-education on symptoms of peritonitis and roper infection control for pd therapy.